Event description:
It was reported to minimed that the customer experienced a broken/damaged inpen, with the black disc on the injection foot detaching while changing the insulin cartridge and rewinding the screw. The customer reported no adverse event. The event involved product mmt-105elblna. Troubleshooting was performed by explaining the possible cause, advised the customer to discontinue use, replace the device, and follow the backup plan. No harm requiring medical intervention was reported. Mmt-105elblna was requested and the customer response was the device was returned for analysis.

Manufacturer narrative:
Per visual inspection: missing injection foot. Front shell does not fit securely to inpen. No physical damage to cartridge holder was noted. Unit paired successfully to commercial app. Inpen received with leadscrew fully rewound. Inpen passed front cap investigation. Unable to perform baseline and wireless functionality and displacement dose accuracy due to missing injection foot. Inpen failed front cap investigation. Inpen front shell does not fit securely onto cartridge holder due to small snap arm being cracked / broken.in conclusion no insulin is dispensed when the injection/dose button is pushed therefore, the customer concern of injection foot being damaged was confirmed. Inpen cap does not fit securely onto cartridge holder due to small snap arm being cracked / broken.medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.